Manufacturer narrative:
The reported complaint was confirmed. The fsr returned the following day and removed the epgs, disconnected o2 sensor from printed circuit board assembly (pcba) and reconnected it, reassembled epgs, connected o2 and air. The epgs calibrated successfully. The epsg was within manufacturers specifications and is read for clinical use. Received data logs on (B)(4) 2014. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he attempted to calibrate the electronic patient gas system (epgs), but was not successful. The fsr installed a new oxygen sensor cartridge and was still unable to calibrate. He checked the air and oxygen flow and they were within specification. Since the event occurred during preventative maintenance, there was no patient involvement.